Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Medwatch field was updated to reflect actual date of event.

Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from two coaguchek xs meters. The customer used the same finger the first two tests and for the last two tests. At 10:54 pm, the result using meter serial number (B)(4) was 3.0 inr. At 10:57 pm, the result from meter serial number (B)(4) was 2.1 inr. At 11:17 pm, the result from meter serial number (B)(4) was 2.5 inr. At 11:23 pm, the result from meter serial number (B)(4) was 2.8 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.